Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak from the alinity m instrument. The customer reported that the liquid waste bottle #1 was filled, but it did not switch to the liquid waste bottle #2 on the alinity m instrument. The instrument kept filling bottle #1 and eventually overflowed. The customer reported that the leak left the footprint of the instrument. The customer cleaned the area while wearing personal protective equipment (ppe), and there was no exposure to the leak. There was no report of injury related to the leak. This incident is being reported to FDA because the incident occurred in germany using the alinity m system, list 8n53-02, which is also us FDA approved.